Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their bite alignment is not correct. It has caused them to bite down uncontrollably, bite their inner cheeks, unable to close their mouth comfortably, over all the alignment of their teeth is very uncomfortable. Provided information on bite feeling off, and requested additional information, photos and bite video.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.